Event description:
The core impaction drill was sent for eval due to overheating during a wisdom tooth extraction procedure. The procedure was competed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.